Event description:
On 03/19/2025, it was reported by a sales representative via (B)(4) that an ar-1999sd slapdriver hammer portion is broken. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1999sd with serial/batch number (B)(6) was received for investigation. Visual inspection noted that one of the springs was protruding from the anterior end of the device. Functional testing was not performed due to the device's damage. The most likely cause of the reported failure can be attributed to misuse/mishandling due to the device's damage.